Manufacturer narrative:
The large hem-o-lok clip applier instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when failure analysis has completed their investigation. A log review was performed and it was confirmed that the cholecystectomy procedure took place on (B)(6)2022 via system sk4111. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable malfunction due to the following conclusion: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon applied a clip to the cystic duct and then the jaws of the large hem-o-lok clip applier instrument would not open. The surgeon used two other instruments to pry the jaws of the clip applier open. Once the jaws were opened, the instrument was removed. The clinical sales representative (csr) stated that the customer installed another instrument and the issue was resolved. The csr stated that there was no injury to the patient and the case was completed. The csr was not present during the case but the surgeon reported the issue to them afterwards. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment that fell into the patient. The instrument release kit was not used. The system was never in a fault state. The surgeon used two other grasper instruments inserted in the other arms to pry open the clip applier jaws. There was no unexpected tissue removal. There was no unexpected bleeding. There was no allegation of loose cable. There are photographic images of the device(s) or a video recording of the procedure available for isi review. Large hem-o-lok clips were used and the surgeon confirmed closure of the clip after ligation. The large clip applier instrument was discarded and will not be returned to isi for review.